Manufacturer narrative:
The navien catheter (model: rfx072-115-08mp lot: b025647) was returned for analysis. No damages or irregularities were found with the navien catheter hub or body. The distal catheter was found broken and not returned for analysis. The break exhibit jagged edges and the elliptical wire was exposed. The navien catheter total length was measured to be 121.7cm and the useable length was measured to be 115.0cm. As the usable length per drawing is 115cm ¿ 3cm, the missing distal segment is 3cm or less in length, including the marker coil. A mandrel was inserted into the catheter and the outer diameter was measured to be 0.08081 which is within specification. No other anomalies were observed. Based on the device analysis and reported information, the customers report of catheter resistance within the vasculature could not be normally confirmed through device analysis. No defect was found with the returned navien catheter that would have contributed to the event. The catheter was found broken. The broken end of the catheter exhibited with plastic deformation (jagged edges) which indicate that the catheter separated when exceeding the tensile strength of the tubing material. Possible contributors are user advances or retrieves device against the reported resistance, high patient vessel tortuosity, kink/damage in sheath, balloon guide catheter, guidewire/stents which may have contributed to resistance during delivery and/or withdrawal/resheathing process, or hard clots/calcifications in the navigation tract which may snag the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the physician used the coaxial technique, and the micro-guide wire and microcatheter with the navien middle catheter were pushed forward. The internal carotid artery was tortuous, and the navien could not go forward. The surgeon wanted to retract the catheter and shape it, but it was found the proximal tip was deformed. It was noted there was no force applied during delivery. There was no injury to the patient reported with the event. The patient was undergoing surgery for a thrombectomy with moderate vessel tortuosity. Ancillary devices include a codis guidecatheter, rebar 18 microcatheter. Additional information received reported that the device was prepared as indicated in the instructions for use (IFU). The procedure was completed using another navien catheter. After the thrombus removal the patient's blood flow was rebuilt and there were no known adverse events.